Event description:
It was reported by the clinician that part of the connector where the needle goes in is harder than usual making the needle slip. As a result, they have had needle sticks occur.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.